Event description:
It was reported the right ventricular lead was explanted and replaced due to high thresholds. There were no complications and the patient is doing fine now.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.